Event description:
It was reported that a solution administration set was damaged. The damage was further described as ¿burned set¿ and the connectors were ¿melted¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation in its original, sealed packaging. Visual inspection was performed and identified a deformed drip chamber, injection site, and connector. The reported condition was verified. This condition was reproduced by subjecting the same components to increasing temperature (251 degrees fahrenheit maximum) for eight days; however, the cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.